Manufacturer narrative:
A medtronic representative, following up with the site, re-trained the site regarding proper registration techniques and imaging protocol. The instructions for use (IFU) that accompanies the device provides guidance for multiple registration methods.the instructions for use (IFU) which accompanies this device contains guidance and instructions regarding proper imaging protocols

Manufacturer narrative:
Site anesthesia technician, (B)(6), declined to provide patient weight. On 07/15/2016 software investigation completed. Findings are that the image review revealed poor tracer pattern. Software is functioning as designed. On 07/23/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 07/26/2016 a medtronic representative, following-up at the site, reported their navigation system is functioning as it should, no further issues have been reported from the site regarding accuracy. No parts were replaced. No parts have been received by manufacturer for analysis.

Event description:
A medtronic ent representative received a report from a site that, while in an ear, nose & throat (ent) procedure, they were unable to pass tracer registration. Multiple attempts were made, approximately 12-13 tracer registrations. Site gathered another cd to load for this patient and the issue was not resolved. The site alleged the tracer pattern was not lining up on the 3d model to where the were tracing on the patient. Site did not attempt to register the patient using the 3-point tracer or point merge registration. Delay in therapy was one hour before continuing. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.